Event description:
It was reported that the channel was allowing air to the patient and the device was not alarming. Nurse witnessed air in line and tried rate accuracy test and it failed 5x in a row, will not recalibrate.. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump module failed to alarm air-in-line during an infusion of dextrose 5% sodium chloride with 20meq potassium chloride (d5nskcl 20 meq) 1000ml. The fluid was intended to infuse at 150ml/hr. Due to the event, the patient reportedly experienced sudden onset of shortness of breath and expiratory wheezing. The patient was then placed on oxygen. During assessment of the patient, it was reported that there was a large amount of air noted in the entire length of tubing. The tubing was immediately clamped and removed from the patient. The chest x-ray showed "low lung volumes with bibasilar atelectasis." The patient's shortness of breath improved over the next few hours.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the customer reported issue of the pump module not alarming for air in line was not confirmed through a review of the device logs or replicated through laboratory testing. Laboratory testing performed on the suspect module found no anomalies with the air detection system. The device alarmed for single air boluses within specification (250l) and alarmed for accumulated air as expected. The customer provided an event date of 25 june 2023, and the event time was reported as 1345 (1:45 pm). A summary of the incident infusion was performed. Initial programming of suspect pump module s/n (B)(6) (bolus ail limit at 250 l and accumulated air enabled) occurred on 24 june 2023 at 10:32 am, the pump module received/started a remote IV infusion (im_fluid drug ID 309) with a rate of 150ml/h and a vtbi of 1000ml. Four occluded patient side alarms were observed around the reported incident timeframe on (B)(6)2023 at 11:10 am, 12:55 am, 1:58 am and at 1:59 pm, after each alarm the infusion was restarted, after the last observed alarm, the module was paused. At 2:24 pm, the suspect pump module was channeled off. Pvi was recorded as 3517.96ml and svi was recorded as 190.03ml. There are more sensitive air in line settings (50 l,75 l, and 250 l) available for use if greater sensitivity is desired (software version 9.33). In a standard bore tubing set: 250 l is approximately 1.7 inches of air. Testing and inspection of the incident administration set could not be performed since the incident administration set was not returned for investigation. A review of the returned pump module and pcu device error logs observed no errors or malfunctions related to the air detection system. The customer reported issue of the device failing rate accuracy test was confirmed during testing of the suspect pump module. An initial rate accuracy testing of the source pump module using asm found the device was out of specification with an actual error of -4.2917%. Calibration task was performed however was unsuccessful with the new vpmr value outside the acceptable range. Following inspection and re-assembly after the screws of the mechanism assembly were tightened, rate calibration was performed, and the pump module was calibrated with a new vpmr value within an acceptable range. Further isolation testing of the bezel assembly was performed by replacing cam 6 on the camshaft assembly, observed the vpmr value increased by approximately 5 points and with a vpmr value within the nominal range. Internal inspection of the suspect pump module observed no anomalies with any of the electrical or mechanical components. The received preventive maintenance records show that the facilities biomed performed pm on 25july 2023 and show both the pcu device s/n (B)(6) and pump module s/n (B)(6) with no issues noted.

Event description:
It was reported that the pump module failed to alarm air-in-line during an infusion of dextrose 5% sodium chloride with 20meq potassium chloride (d5nskcl 20 meq) 1000ml. The fluid was intended to infuse at 150ml/hr. Due to the event, the patient reportedly experienced sudden onset of shortness of breath and expiratory wheezing. The patient was then placed on oxygen. During assessment of the patient, it was reported that there was a large amount of air noted in the entire length of tubing. The tubing was immediately clamped and removed from the patient. The chest x-ray showed "low lung volumes with bibasilar atelectasis." The patient's shortness of breath improved over the next few hours. MFR report # 2016493-2023-201889.